Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the coil wire was peeled and broken at 27 cm and 43 cm from the distal tip. Additionally, the guidewire is kinked. The issue was noted during the procedure and no defects were reported by the customer during the unpacking and preparation. During product analysis the sensor wire returned placed on the delivery system of polaris ultra stent; however, the guidewire could be removed from the delivery system. The sensor wire was kinked and the coil was damaged (peeled and broken). Once the coating is damaged, this condition can cause difficulty to advance the polaris ultra stent through the guidewire. Moreover, the outer diameter dimensions were found within specification. Therefore the most probable cause of this complaint is design inadequate for purpose since it is most likely that problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. An investigation to address this issue is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during procedure, when a polaris ultra stent was placed over the sensor guidewire, both devices will not advanced. The procedure was completed with a zipwire guidewire and a second polaris ultra stent. There were no patient complications reported as a result of this event. On (B)(6) 2020, investigation results revealed that the sensor wire was broken. Therefore, this is now a MDR reportable event due to the potential of ureteral laceration, and perforation.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6), 2020. According to the complainant, during procedure, when a polaris ultra stent was placed over the sensor guidewire, both devices will not advanced. The procedure was completed with a zipwire guidewire and a second polaris ultra stent. There were no patient complications reported as a result of this event. On 26feb2020, investigation results revealed that the sensor wire was broken. Therefore, this is now a MDR reportable event due to the potential of ureteral laceration, and perforation. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable investigation results of coilwire broken. Block h10: visual examination of the returned device revealed the coil wire was peeled and broken from the distal tip. Additionally, the guidewire is kinked. The issue was noted during the procedure and no defects were reported by the customer during unpacking and preparation. During product analysis the sensor wire was returned placed on the delivery system of polaris ultra stent; however, the guidewire could be removed from the delivery system. The sensor wire was kinked and the coil was damaged (peeled and broken). Once the coating is damaged, this condition can cause difficulty to advance the polaris ultra stent through the guidewire. The outer diameter dimensions were found within specification. The most probable cause for the guidewire bent/kinked is adverse event related to procedure for it showed evidence of an adverse event occurred during the procedure due to interaction with other devices. The failure mode reported device difficult to advance is confirmed with the two findings: coil wire detached/separated and coating peeled/sheared. An investigation to address this issue is in progress. Therefore the most probable cause of this complaint is design inadequate for purpose since it is most likely that problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.